Event description:
Patient reported to physician's office with an exposure of the implant without presence of infection. Physician began treating patient with dressing changes twice daily. Explantation was performed on (B)(6) 2023 and a new implant was placed. No further complications were reported.